Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on (B)(6) 2022. The infusion set was in use for about 15 hours. Blood glucose levels were between 200-205 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.